Event description:
Same case as: 2134265-2013-09780. It was reported that a guidewire separation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.75mm rotalink plus were selected to treat the target lesion. During platform testing while external to the patient, it was noted that the rotawire became separated. The rotawire was exchanged for another of the same device. However, the second rotawire could not be inserted through the burr. The rotalink plus was also exchanged for another of the same device. The procedure was then completed without issue. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination was carried out and found no visual issues. A connect/disconnect test and a tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to wire guide the returned unit using a test wire guide. Resistance was met in the annulus of the burr. The burr and coil was microscopically examined. The annulus of the burr was misshapen. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states to never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip. The dfu includes ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. (B)(4).

Event description:
Same case as: 2134265-2013-09780 it was reported that a guidewire separation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.75mm rotalink¿ plus were selected to treat the target lesion. During platform testing while external to the patient, it was noted that the rotawire became separated. The rotawire was exchanged for another of the same device. However, the second rotawire could not be inserted through the burr. The rotalink plus was also exchanged for another of the same device. The procedure was then completed without issue. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).